Manufacturer narrative:
Evaluation summary: excessive bending loads may have been placed on the drill during operation via the attached straight driver. The exact cause cannot be definitively determined. It appears the weld between the 2 cannulated drill components has fractured. The device has a potential field age of approximately 4 months. The instrument was found to be conforming to print specification and the device history records conforming.

Event description:
It is reported that during the course of drilling the pilot hole, the sleeve around the drill broke off from the drill, leaving the drill lodged on the glenoid. Remaining drill segment was removed.